Event description:
On or around 8/14/98, an error code "sample level hi" was printed on the data tape when an amniotic fluid sample was initially tested for tdxflx flm ii. The operator reported the result as "hi." The initial testing was performed on a fresh sample. The sample was retested giving a result of 17.7/17.7 mg/g. The retest was performed on a frozen sample. The infant was in a breech position. While the physician was attempting to change the infant's position, the mother went into labor.